Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a periprosthetic distal femur fracture surgery. While drilling for a 5.0 va locking screw through the in 4.5mm va-lcp curved condylar plate through aiming device the 4.3mm calibrated drill tip broke off on a peri- prosthetic stem. The drill bit was left inside the bone by the surgeon. It is unknown if there is surgical delay reported and if the procedure was successfully completed. The patient outcome was unknown. Concomitant devices reported: unknown 5.0 va locking screw ( part# unknown, lot# unknown, quantity: 1); unknown 4.5mm va-lcp curved condylar plate ( part# unknown, lot# unknown, quantity: 1); unknown aiming arm ( part# unknown, lot# unknown, quantity: 1). This complaint involves one (1) device. This report is for (1) 4.3mm percutaneous drill bit qc/300mm/calibrated. This report is 1 of 1 (B)(4).